Manufacturer narrative:
(B)(4): evaluation revealed that the power on reset was verified in the black box history. The pump was exercised for 24 hours with returned battery cap and no power loss or rebooting was duplicated. There was no damage to the battery cap or battery compartment. The battery cap height was found to be within specifications. There was no evidence of moisture or damage to the battery flex or power circuit was observed. The power complaint was verified in the history but could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.